Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image was displayed when the 180 series scope was connected. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center fails to identify the 180 series scope. In addition, no endoscopic image was transmitted to the monitor. The event occurred during preparation for use prior to a therapeutic endoscopic retrograde cholangiopancreatography procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon occurred seemingly due to fatigue of the scope contact part as a result of normal deterioration. Olympus will continue to monitor field performance for this device.